Event description:
The facility reported an infusion pump with failure code 810:04. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information involving additional contacts, patient demographics, medication involved and pump programming were requested but none was available.